Event description:
The pt experienced stimulation in the wrong location and an overstimulation sensation. She has undergone four to five revision surgeries for her neurostimulator (ins). Her most recent surgery was on (B)(6) 2010. She was very disappointed and "it's only getting worse". The surgery did not fix the whole reason why she had it in the first place. She has only had problem after problem. Now, she has extreme pain in her foot that goes up to the calf which she never had before. When "I don't have it" her foot swells up and was extremely painful. She could barely walk in the mornings after getting up due to her calf and legs. She never felt relief when sitting and while laying, it was too high. When she raised her arm above her head, "it goes up so high" it was unbearable; that was the whole reason she had the surgery done in the first place. The device was too overly sensitive for her. She leaves the clinic crying when a different program wanted to be tried. She now has back pain too. Additional info has been requested.

Manufacturer narrative:
(B)(4).